Event description:
The customer reported the system was not saving pt images. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was re-formatted during the service call. The system was tested and found to be working as intended and put back into service.